Manufacturer narrative:
Additional information was received on 19-nov-2025. It was confirmed that the event occurred post ablation phase. The ¿rv quad¿ refers to the thermocool smarttouch sf catheter and not associated to the event. Correction of the initial report, on the first paragraph: during an ischemic ventricular tachycardia (isvt) ablation procedure with a thermocool smarttouch sf (stsf) catheter, the patient experienced drop in blood pressure, pericardial effusion, and could not feel a carotid pulse. Treatment included removal of about a liter of fluid and chest compressions. The patient was transferred to surgery for additional treatment. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During an ischemic ventricular tachycardia (isvt) ablation procedure with a thermocool smarttouch sf (stsf) catheter, the patient experienced drop in blood pressure, pericardial effusion, and could not feel a carotid pulse. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and revision of all device features were performed. Visual inspection revealed no damage or anomalies on the device. The device was connected to carto 3 system and an ablation cycle was performed, no force, magnetic, noise, temperature or impedance issues were found. Additionally, device was deflected and irrigated during the test and no issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. The physician's opinion on the cause of this adverse event was right ventricular quad perforation. The instructions for use (IFU) states the following recommendations: when using the catheter with conventional systems (such as fluoroscopy or intracardiac echocardiography), with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Catheter advancement should be done under direct imaging guidance. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Event description:
During an ischemic ventricular tachycardia (isvt) ablation procedure in the left atrium with a thermocool smarttouch sf (stsf) catheter, the patient experienced pressure drop, and pericardial effusion/tamponade. They punctured the sternum to drain the blood from the pericardium and after stabilizing the patient, the patient was sent to cardiovascular surgery. It was reported during an isvt case, a pericardial effusion was noticed. There was a drop in blood pressure on the patient during the procedure, they had epicardial access. They perforated the coronary sinus (cs) to insert carbon dioxide gas to separate the pericardial sac from the ventricles and during ablation. They noticed that the separation got bigger, but the blood pressure was stable at the time. During ablation, they delivered 15 ml of fluid on high flow, and they extracted the extra fluid from the sac which was clear and not bloody. The pericardial effusion went away. When they completed the case, they pulled all the catheters and the only catheter in the body at the time was the soundstar catheter. This is when they noticed that the pericardial effusion was getting bigger and drop in blood pressure. They continued to remove the fluid, and it was becoming bloodier. They could not feel a carotid pulse, so they did chest compressions for a few minutes before they got the baseline back. The patient was sent to cardiovascular surgery to find out where the pericardial effusion is coming from. They tried to remove the blood from the access point they had to the pericardial sac. They removed about a liter of blood before the patient was sent to surgery. The patient was reported to be somewhat stable, and their blood pressure was good when transferred to surgery. A ngen generator was used for ablation with an stsf catheter. The only catheter in the body at the time the pericardial effusion was noticed was a soundstar catheter. The physician did not know what may have caused the injury and the physician was waiting to hear back from cardiovascular surgery for more information. The physician's opinion on the cause of this adverse event was right ventricle (rv) quad perforation. The intervention provided was epicardial access was already obtained, so physician was draining blood through the pericardial sac via that access. Patient went to the operating room (or) but did not have to preform sternotomy to fix perforation. The outcome of the adverse event was fully recovered (no residual effects). The patient stayed in the hospital for observation then went home. They noticed effusion on ultrasound catheter/blood pressure monitoring. The energy source used when the adverse event occurred was radiofrequency (rf). The sheath and the catheters were not exchanged. No transseptal puncture site was performed during the procedure. The number of performed ablations was 17 with rf energy. No ablations were performed within the pulmonary veins, and 17 ablations were performed outside the pulmonary veins. The force sensing used was stsf. The force visualization features used were graph, dashboard, vector and visitag. The visitag module with parameters for stability used were used 3 mm, 3 s, 25% force over time, and 3g min force. No additional filter was used with the visitag. No transseptal puncture was performed. Prior to noting the pe/CT ablation was performed. No evidence of steam pop. The event occurred post ablation phase when they were about to pull catheters. The flow setting was low flow while not ablating and high flow when ablating. The patient did not require cardiac surgery. The perforation location was right ventricle (rv) epicardial. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of ablation. No error messages observed on biosense webster equipment during the procedure. The rf settings for power and time was 40 watts for 60 seconds.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).